Event description:
The patient with diabetes called was no longer attached to her body, with the tubing noted to be kinked at the time of the call, the patient had already replaced the site and tubing. The patient inquired about editing the active insulin amount, as she believed insulin had not been delivered due to the dislodged site. The patient's glucose level was reported as 248 mg/dl per halo, and she declined the need for emergency services. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.